Manufacturer narrative:
Evaluation, results: other, lack of information (information and evaluation pending). Evaluation, conclusions: other, lack of information (information and evaluation pending).

Event description:
A 2.75 mm x 8 mm driver rx coronary stent system was inserted into a patient for the treatment of a circumflex lesion. The lesion morphology is unk. It was reported that the lesion was pre-dilated with another manufacturer's balloon. It was reported that the physician stated that the stent delivery balloon size appeared to be the same size as the pre-dilatation balloon which was 12 mm. No clinical sequelae were reported and the patient is reported to be well. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.